Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. A stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further inspection demonstrated a bent fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.